Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. It is unknown if the patient was performing therapy at the time of death. The cause of death was a heart attack. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned, an analysis cannot be completed. The cause of the patient dearth could not be determined.

Manufacturer narrative:
(B)(4). If similar reports have been received, baxter will continue to monitor to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.